Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous device case reported by a pharmacist, who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown origin. Relevant medical history and concomitant medications were not reported. The patient was taking an unspecified medication for treatment of diabetes mellitus (dm), subcutaneously beginning on an unknown date via reusable humapen savvio (unknown color) lot number c693050. Dosage regimen and start date were not reported. On an unknown date she experienced blood glucose fluctuations reported as serious by the reporter (medically significant). Blood values were not provided. Reportedly, the injection screw / plunger was moving if no cartridge was inserted and the nursing personnel did not like it. Information regarding corrective treatment was not provided. As of (B)(6) 2017 she was recovered from the event. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. Further information will be added when received. The reporting pharmacist assessed the serious event of blood glucose fluctuations was caused by difficulties with pen handling. Update 16-aug-2017: follow up received from the initial reporter on (B)(6) 2017. This case has been upgraded due to seriousness criteria (medical significance) indicated by the reporter for the blood glucose fluctuation event; outcome of the event changed to recovered; as reported causality changed to yes; updated narrative. Update 08sep2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 06oct2017. No further follow-up is planned. Evaluation summary: the pharmacist reported on behalf of a female patient that the injection screw / plunger of her humapen savvio device was moving if no cartridge was inserted. The patient experienced blood glucose fluctuations. Investigation of the returned device (batch 1606v03, manufactured june 2016) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous device case reported by a pharmacist, who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) female patient of unknown origin. Relevant medical history and concomitant medications were not reported. The patient was taking an unspecified medication for treatment of diabetes mellitus (dm), subcutaneously beginning on an unknown date via reusable humapen savvio (blue). Dosage regimen and start date were not reported. On an unknown date, she experienced blood glucose fluctuations reported as serious by the reporter (medically significant). Blood values were not provided. Reportedly, the injection screw / plunger was moving if no cartridge was inserted and the nursing personnel did not like it (pc (B)(4) /lot 1606v03). Information regarding corrective treatment was not provided. As of (B)(6) 2017 she was recovered from the event. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The suspect device duration of use was not known. The suspect device, which was manufactured in jun2016, was returned to the manufacturer on 19may2017. Upon investigation, it was noted to function properly. The reporting pharmacist assessed the serious event of blood glucose fluctuations was caused by difficulties with pen handling. Update 16- aug-2017: follow up received from the initial reporter on 14-aug-2017. This case has been upgraded due to seriousness criteria (medical significance) indicated by the reporter for the blood glucose fluctuation event; outcome of the event changed to recovered; as reported causality changed to yes; updated narrative. Update 08sep2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06oct2017: additional information received on 05oct2017 from the global product complaint database. Recoded device from humapen savvio (unknown) with lot c693050 to humapen (blue) device with lot 1606v03. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for the pc (B)(4) associated with lot 1606v03 of humapen savvio (blue) device. Corresponding fields and narrative updated accordingly.